Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported a customer's adc freestyle reader does not start after inserting a test strip, from two different batches. On (B)(6) 2021, as a result of not being able to monitor their blood glucose, the customer lost consciousness and was treated by a healthcare professional with a glucose injection. There was no report of death or permanent injury associated with this event.